Event description:
This report was received from (B)(4). According to the report, the hip implant broke spontaneously. This happened at home, in the pt's house. The device has been implanted in the pt for 12 years. According to the report, the pt was implanted with an alloclassic zweymueller sl 5 12/14. The report did not include the dates of the implantation and revision surgeries. Additional info: the pt was born in 1944.

Manufacturer narrative:
The device has not been returned to the MFR at the time of this report. The cause for this specific clinical event cannot be ascertained from the info provided, but as soon as further info is received, an updated report will be submitted. (B)(4).